Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in set) on the homechoice (hc) device during an unknown step of peritoneal dialysis (pd) therapy. Patient connection at the time of the alarm is unknown. Troubleshooting could not be performed as the device was no longer setup and the nurse did not know the details of the therapy. There was no report of patient injury or medical intervention associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.